Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience hyperglycinemia. Customer's blood glucose level was 448 mg/dl at time of incident. And other 528 mg/dl. Customer gone through surgery and that medication cause her blood glucose to rise up. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection. Customer was neither in emergency room, nor admitted into hospital. Customer reported that the insulin pump does not allege under delivering. The insulin pump will not be returned for analysis.